Manufacturer narrative:
This is a retrospective report after the acquisition of biotech international. Evaluation was performed by biotech international. Because the drill bit is very old, wear and tear is probably the cause of the breakage.

Event description:
The end of the drill bit broke during the operation and pieces remained in the patient.